Manufacturer narrative:
(B)(4). Product was received. The investigation is not complete. A follow up report will be submitted with the investigation findings.

Event description:
Customer reported, the 2 channels on the right side of the pc unit were hot to the touch and emitting a "hot, burning" odor. Upon further inspection, the male iui connector on sn (B)(4) and the female iui connector on sn (B)(4) were melted. Stated, the 2 modules on the right side were not powered on or infusing at the time of the event. The pump module, sn (B)(4) on the left side of the pc unit was powered on, infusing (medication unknown) with no issues reported. No patient or staff harm reported. The system (pc unit and 3 pump modules) was replaced and the infusion restarted. The power outlet in the patient's room was evaluated by the hospital's maintenance staff and no issues were identified.